Event description:
Display/monitor malfunction/ frozen screen. No pt harm.

Manufacturer narrative:
The device evaluated per a carefusion tech support rep via a phone conversation with the biomedical engineer at the facility. A replacement monitor was sent to the customer and the replacement part resolved the issue. The control pcba board was isolated as the root cause.